Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Instruments are worn and are not staying assembled during surgery.

Manufacturer narrative:
Examination of the submitted apg+ straight handle inner, apg+ straight handle outer, and apt+ periph drill guide could not confirm the reported event of the instruments not staying assembled. The investigation could not draw any conclusions about the root cause. A search of the complaint database did not identify a trend for product codes (B)(4). Based on the inability to identify root cause and the low frequency of reported events, no corrective action is being pursued at this time. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.